Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2021. The patient¿s cgm displayed high readings between 300 and 400 mg/dl, so the patient self-treated with insulin. He took too much insulin based on the cgm readings and went into a coma for over an hour due to hypoglycemia. His colleagues were with him when he lost consciousness and an ambulance was called; however, it was unknown who called the ambulance. During this time, the cgm was displaying high (greater than 400 mg/dl) the paramedics arrived and transported the patient to the hospital. He was treated with a few doses of glucose regained consciousness after approximately one hour. The patient was released from the hospital a few hours later once his glucose levels had stabilized. At the time of the report was in good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (b)(6 2021. The patient¿s cgm displayed high and the patient self-treated with insulin. He took too much insulin based on the cgm readings and went into a coma for over an hour. His colleagues were with him when he lost consciousness and an ambulance was called; however, it was unknown who called the ambulance. He was treated with a few doses of glucose and at the time of the report was in good condition with normal values. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.